Manufacturer narrative:
Review of the medical records and imaging by aga's medical consultant resulted in the following findings: this patient was found to have a large secundum asd for which she underwent an aso placement. During the procedure, the device placement was rather difficult because of the absent aortic rim. The device was upsized and different maneuvers were performed to place the device. Finally, a 30mm device was deployed successfully. The patient had a post-procedure echocardiogram and was discharged. Subsequently, the patient was found to have severe mr and a small residual shunt. The patient underwent surgery for atrial fibrillation and mr. The device was removed, multiple lesions were performed for the treatment of atrial fibrillation (maze procedure) and the asd was closed with a bovine pericardial patch. During surgery a small accidental injury occurred in the sinus of valsalva. It was repaired successfully. The left atrial appendage was over-sewn. A 32mm 3d ring was used to repair the mitral valve. No reports as to the final outcome of the mr were provided.the following inferences can be made based upon the review of the echocardiograms and operative reports.1. The mr prior to the procedure was mild.2. The patient had documented atrial fibrillation/flutter and required cardioversion.3. This was a complex defect requiring several devices and techniques. The complexity of the high defect was based upon the absent aortic rim, thin posterior rim, difficult balloon sizing, significant discrepancy between the static size and the balloon sized defect, in which an over-sized device was placed but without any hemodynamic issues. According to aga's medical consultant, a 28mm (maximum size) device would have been optimal. The 26mm device was not placed because of the device disc being perpendicular to the asd. Since the angle could not be maneuvered by different techniques, a larger device was used. 4. Ice was used at the time of the procedure and the mitral valve was not interrogated. It is not easy to interrogate the mitral valve with ice after device placement; however, it is achievable. 5. The tte post-procedure shows no change in mr as it remained mild.6. The tte and tee a few months later showed significant mr. The tee was reviewed by aga's medical consultant multiple times and there is no evidence of device impingement of the mitral valve. The device edge is not close to the mitral valve annulus as it is several millimeters away. 7. The operative findings state that after device removal there was intimate association with mitral annulus anteriorly; however, the device was not impinging or encroaching on it. The anterior-posterior diameter of the mitral valve (41mm) is large for the patient's body surface area. The echo had shown mr at p2 and p3 leaflets, which is inconsistent with the device position/relationship to the mitral valve. According to aga's medical consultant, this was a complex defect that was closed with an over-sized device. The echo images reviewed showed no device related mr and no device related impingement of any part of the mitral valve leaflets. The echo images are typical of thousands of patients who have undergone aso placement without mr. The location of mr (p2/p3) is clearly away from the resting position of the device. If the device was the cause of the mr, it would have involved the anterior mitral valve leaflet. This was a high secundum asd and hence the device was farther away from the mitral valve than usual. Significant mitral annular dilation occurred because of atrial fibrillation/atrial flutter that ensued into congestive heart failure or vice versa. Device impingement of the mitral valve will involve the anterior mitral valve leaflet and will cause mr of the anterior mitral valve leaflet and not the posterior as was the case in this patient. This patient's mr was because of other factors.

Manufacturer narrative:
Aga medical could not evaluate the amplatzer septal occluder involved in this incident since it was discarded post-procedure; however, a review of the device history record indicates this device was manufactured according to aga specifications.

Event description:
A 30mm amplatzer septal occluder was implanted in a patient with a deficient retroaortic rim in late 2008. The static measurement was 16-20mm. By stop-flow balloon sizing, the defect measured between 22-26mm. An attempt to close the defect with a 26mm amplatzer septal occluder was unsuccessful due to the angle of entry and the deficient retroaortic rim. Multiple attempts were performed. A catheter was then placed in the left upper pulmonary vein and the device was 'stretched' in hopes of simultaneously grasping both rims; however, this was unsuccessful. A hausdorf catheter was then used to obtain a more optimal angle. Again this was unsuccessful. The 26mm device was then upsized to a 30mm amplatzer septal occluder and placed with the hausdorf catheter successfully. A stable position was confirmed by the wiggle test. There was no residual shunting noted by color flow doppler. Following the procedure, the patient developed recurrent episodes of heart failure secondary to a combination of rapid atrial fibrillation/flutter with severe mitral regurgitation and evidence of a persistent left to right shunt. An echocardiogram showed severe mitral valve regurgitation adjacent to the p2 and p3 leaflets. Prior to the procedure, this patient had 1+ mitral regurgitation. In 2009, the patient was sent to surgery for removal of the device, surgical closure of the asd and mitral valve repair. The patient was noted to be recovering well. Imaging of the implant procedure has been received; however, it is currently being reviewed by aga's medical consultant. Once the imaging is reviewed a supplemental report will be filed.